Event description:
During service, the baxter technician found a fail code 570:320:844:0000 in the event history. The hospital representative stated that there have been no reports of any patient infury or medical intervention associated with the incident. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported issue of fail code 570:320:844:0000 was confirmed. This failure code indicates that the pump's batteries are discharged to a potentially damaging level, therefore thy were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.